Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water tube, cylinder, distal end and inside the light guide lens. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the air/water tube had foreign material, air/water cylinder had foreign material, distal end had foreign material, foreign material was found inside light guide (lg) lens and a leak was found at forceps elevator which was most likely a result of wear and tear. In the z-block was also found to have foreign material resembling remains from previous procedures; and it was found that between z-block and distal end plastic cover the adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was not conducted properly due to leakage from forceps elevator. The lg (light guide) lens glue was likely peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, lg-lens was invaded by humidity, then corroded. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: evis exera ii tjf type q180v operation manual. Chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.